Event description:
On (B)(6) 2012, during an advance male sling procedure, the surgeon had difficulty inserting the needle on the pt's left side. When pulling the needle through with the sling, the sling detached form the needle. On retrieval of the sling to reattach and try again, the sheath tore from the plastic connector. The surgeon tried unsuccessfully to retrieve the connector, "believed to be wedged behind the ramus." The connector remains in the pt.

Manufacturer narrative:
Ams has previously conducted a health hazard assessment for pt risk and bio-compatibility of the retained connector. The connector is made from a medical grade polycarbonate and is considered to be bio-compatible. Degradation of the plastic occurs through hydrolysis into bisphenol a (bpa). The test conclusion was that even if the connector fully degraded in one day, which would not be possible due to the rate of hydrolysis in vivo, the level of bpa in the body would still not exceed the noael standard indicated by who. During this testing, two surgeons were consulted and attempted removal was not recommended. Rather, pt follow up at various intervals was recommended. The serious health risk to the pt was rated as unlikely. The transient or medically reversible pt risk was as rated remote. Therefore, no action is pending at this time. Ams will continue to monitor all complaints. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.